Event description:
The user facility reported that during a patient procedure a preview image was not displaying on their secondary touch panel however, the image was displayed with no issues on the primary touch panel. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the avc-x component and the nuc (server for secondary touch panel) required rebooting. The technician also proactively replaced an hdmi cable. The hexavue ip custom room rack was tested for function and operation, confirmed to be operating to specification and returned to service. No additional issues have been reported.